Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the patient¿s blood glucose that day was between 400-600 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. During troubleshooting, it was reported the pump¿s total daily dose limit was exceeded. Animas customer technical service determined the alleged health event was attributed to a use error. There was no indication or allegation of a device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-product analysis: the device was returned and evaluated by product analysis on 12/01/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or evidence of abnormal behavior. The pump¿s total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.